Manufacturer narrative:
The patient required revascularization of the target vessel. This is being reported as a follow-up to the clinical study. UDI and PMA numbers are not applicable. This device was used in clinical application prior to being available in the us. Report source: study name: illuminate pivotal- patient ID # (B)(6). During the index procedure, the product worked as intended and the device was discarded, thus no product evaluation was performed. Per the IFU, restenosis is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical study that during the index procedure on (B)(6) 2015, a stellarex catheter was used to treat the target lesion of the left distal sfa. Approximately 51 months post index procedure, the patient experienced restenosis. A successful revascularization of the target vessel was performed on (B)(6) 2019. The physician indicated this is possibly related to the study device and not related to the procedure.